Event description:
It was reported by repair work order that the trolley was stuck at the head end of the transfer and would not move to the foot end of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the trolley was stuck at the head end of the transfer and would not move to the foot end of the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the transfer was unable to advance to the unload position due to a deformed transfer lock plate in powered mode. It was further confirmed that the cot was still able to be loaded and unloaded using manual mode.